Manufacturer narrative:
No information available regarding event date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia. It was reported the patient felt shocking, pulling, and tightness form chest to neck on the ins side. The healthcare professional stated impedances were fine. The rep was not with the patient so was unable to do troubleshooting at the time of the call. The patient reported they were kicked in the chest. No further complications were reported or anticipated. Additional information was received from the manufacturer representative stating the cause was still unknown and the issue was not resolved at the time of the report.